Manufacturer narrative:
The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device will not be returned for evaluation.

Event description:
It was reported that during testing conducted at the manufacturer facility, the core universal driver was running without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.